Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address hip pain. Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip). Update 5/18/2012: litigation papers received. There is no new additional information that would affect the investigation. Update 1/3/2013: pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Complainant update ad 26 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges metal wear, metallosis, and elevated metal ions. The event description has been updated to indicate the allegations as reviewed. The law firm name, expiration, manufacturing date and UDI, and patient harm were updated as well. An impacted product record for the stem was added (157011100: lph/k001991). Doi: (B)(6) 2009; dor: (B)(6) 2011; (left hip).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.